Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1st inr=1.3; 2nd inr=2.3; 3rd inr=1.3; 4th inr=2.3, mean: =1.80; sd=0.58; %cv=32.08. Since 32.08% cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Add'l investigation in process as required.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.3, 2.3, 1.3, 2.3. Lab result = 2.2. The previous night pt tested herself and got 4.1 on inratio. Correlation on add'l pts done (B) (6) 2010: spoke with rn on 02/24/2010 and she said this has only happened on this one pt.